Manufacturer narrative:
The report of low flow and driveline disconnect alarms and pump stoppages was confirmed based on the information contained in the submitted system controller log files. The recorded events appeared to occur only while the system was operating on the power module. Based on the manufacturer¿s experience and similar reported events, the events appeared consistent with a potential driveline wire compromise. However, driveline wire damage could not be confirmed as the device was not available for evaluation. X-ray images of the driveline were reviewed and appeared unremarkable. A representative of the manufacturer¿s technical services team performed a driveline evaluation at the user facility site and was unable to reproduce any speed drops or pump stoppages. The patient was provided with ungrounded patient cables for use with the power module and no further events have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that low flow and driveline disconnect alarms sounded when the power source was switched from the power module to batteries. The patient received the same alarms when power was switched back to the power module. The patient then switched back to batteries with no further alarms. The vad coordinator advised the patient to stay on battery power and go to the hospital for further evaluation. The patient was asymptomatic. Upon arrival at the hospital, the system controller was interrogated and eventually exchanged. The customer stated that the lvad system was connected to a hospital owned power module without alarms prior to the system controller being exchanged. The manufacturer's technical services representative reviewed the provided log file which showed multiple pump stoppage and speed drop events which only appear to have occurred while the pump was connected to the power module. This type of behavior has been linked to potential issues with the driveline. It was reported that another pump stoppage occurred on (B)(6) 2016 on the new system controller. The lvad was powered by the patient's home power module and power module patient cable at the time of the alarms. The power module patient cable was replaced and no further alarms were reported at that time. On (B)(6) 2016, technical services performed a driveline evaluation. During the evaluation, no speed drops or pump stoppages were able to be reproduced while powered by the hospital's power module. Two ungrounded power module patient cables were provided to the patient for use while on power module support. No additional information was provided.